Event description:
On (B)(6) 2024, neo tract was informed of a patient who underwent a prostatic urethral lift procedure the same day. During the procedure, the physician was unable to complete pull 4. When the device was pulled out from the sheath, a blue needle was still sticking out. The procedure was completed, and no other adverse events were reported. On 29 july 2024, a preliminary investigation of the device revealed a broken needle segment at the distal end still connected to the suture with no missing pieces. The section of the broken needle was approximately 20mm long.